Event description:
During verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.